Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert and pump battery was noted to rapidly decrease after being charged. There was no impact to the customer's blood glucose level. Customer will continue to use pump for diabetes management.